Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had high and undefined defibrillation impedance measurement. This single event occurred on the day of implant and the lead trends have been steady since. It was noted that the rv lead exhibited high threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported via follow-up that the alert for high impedance had occurred at the generator replacement procedure because the new device was outside of the pocket.

Manufacturer narrative:
Continuation of d10: 429888 lead, implanted: (B)(6) 2020; dtpa2qq crtd implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead had high and undefined defibrillation impedance measurement. This single event occurred on the day of implant and the lead trends have been steady since. It was noted that the rv lead exhibited high threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event.